Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/7/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause washed strips. No chemistry observed. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint of e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed. The error occurred with multiple test strips. During the call on (B)(6) 2017 the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2017 as a result of the meter's readings. Blood test performed during call on (B)(6) 2017 produced result of e-0. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/27/2018 and open vial date is (B)(6) 2017. Adverse event not reported at time of call on (B)(6) 2017.